Manufacturer narrative:
Initial and final MDR (B)(4).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient three faced infusion sets cannula kinked events between (B)(6) 2024. The events occurred within 3 hours of insertion and the insertion site was at abdomen. The blood glucose level at the time of event was high (specific value unknown) and the patient treated it with correction bolus via pump followed by changing infusion set and resumed insulin successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.